Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus epidermidis in the culture and a wbc count of 1156/mm3. The patient was diagnosed with peritonitis due to touch contamination that occurred while admitted to a rehabilitation facility. It was explained the patient was previously placed in a rehabilitation facility for a foot wound (exact dates of admission unknown) that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). It was unknown if the patient used his home cycler, or a cycler provided by the rehabilitation facility. Additionally, it was unknown whether the touch contamination during pd therapy was from the rehabilitation staff or the patient himself. The patient was not initially hospitalized for this infection and prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip cefepime at 1000 mg daily for two weeks. The patient¿s cloudy effluent fluid persisted during antibiotic therapy. The patient returned to the clinic on (B)(6) 2022 for a peritonitis follow-up when additional peritoneal effluent fluid cultures and a wbc count were taken. On (B)(6) 2022, upon the results of the effluent fluid culture that presented candida albicans and a wbc count of 1647/mm3, the patient was advised to present to the emergency department due to the nature of the infection. The patient was admitted to the hospital on the same day and had their pd catheter removed shortly after admission due to the severity of infection. The patient received a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient received additional antibiotics and antifungal medications during this admission; however, types, dosages, frequencies and durations of these medications were not reported to the outpatient clinic. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by their physician.